Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for pos flow verify during testing. The active exhalation controller has been replaced to address the issue. Device passed all testing.